Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt the symptoms of a urinary tract infection (uti) coming on. It was noted the patient had not had any utis since the implant was placed. The patient tried to use the patient programmer because of the symptoms and noticed they were getting different readings. The patient reported seeing the sync screen, poor communication screen, and therapy screen of program 2 on 1.25v, but the patient did not remember that being their setting. It was noted the patient¿s doctor could only tell her that they were on setting 2. The patient reported they had an appointment with their healthcare provider scheduled. The patient declined to review changing programs with the manufacturer patient services specialist.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.